Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirms that the device is fractured at the tri-shank drive end. It was also noted that there was wear on the surface of the device. Device history record was reviewed and no discrepancies were found. Surgical notes were not provided. The reported issue was previously addressed to correct the detent hole depth specification of part# 00879000525 to increase the cross sectional area. This design change was the result of a corrective action. Returned instrument was manufactured prior to the design change. Therefore this is a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the u-joint shaft broke during insertion of screw. Attempts have been made and no further information has been provided.